Manufacturer narrative:
(B)(4).

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2019. In early (B)(6) 2020, imaging revealed a disconnect between a gore® excluder® aaa endoprosthesis featuring c3® delivery system rlt261412 and a gore® excluder® aaa endoprosthesis plc271200. A gore® excluder® aaa endoprosthesis was implanted to seal the disconnect. The patient tolerated the procedure. The physician stated that they felt there was not enough overlap between the components initially, and stiff wires underestimated the true length. Co-morbidities: none. Patient medications: zofran, omezaprile, lisinopril, testosterone, multivitamin.

Manufacturer narrative:
H10/11: manufacturer ID number is incorrect. Correct number is 3013164176. H10/11: incorrect device was previously reported. Correct device information is in section d. H10/11. Section g1 information was updated.

Manufacturer narrative:
H10/11: narrative/corrected data - further information revealed that the rlt261412/18495173 was not implicated in the previously-reported type iii endoleak. Imaging evaluation showed that ceb231410a/18554391/00733132635306 was the other device involved in the endoleak.